Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years post implantation of a 26mm sapien 3 ultra valve in the aortic position, a successful valve in valve with a 23mm sapien 3 ultras resilia valve was performed due to stenosis with peak gradient 70mmhg, and mean gradient 45mmhg. Patient presented with shortness of breath before valve in valve. Patient currently stable.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years post implantation of a 26mm sapien 3 ultra valve in the aortic position, a successful valve in valve with a 23mm sapien 3 ultras resilia valve was performed due to stenosis with peak gradient 70mmhg, and mean gradient 45mmhg. Patient presented with shortness of breath before valve in valve. Patient currently stable. Per review of medical records, per tee before valve in valve valve leaflet thickening and valve motion restriction were identified.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: b5, g3, g6, h2, h6 component code, device code, investigation conclusions have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. Reported events were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient had a medical history of type 2 diabetes, which is a well-known factor for developing bioprosthetic valve calcification/leaflet thickening. As such, available information suggests patient factors (diabetes) may have contributed to the complaint event. Since the leaflet was thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. Additionally, the patient had restricted leaflet motion, which could prevent proper leaflet coaptation, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets, restricted leaflet motion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.